Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker technician replaced the device's therapy board and therapy cable to resolve the reported issues. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Stryker also observed the therapy cable was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.